Event description:
Reporter alleged the expiration date on the test strip vial does not match the date in the manufacturer's inventory system. It was reported the test vial date is 03-30-06 while the date in the inventory systme indicates an expired date of 03-30-2002. No actions or treatment was reportedly associated with the alleged incident. A request was made for the return of the suspect device and replacement product was sent.